Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a syncopal episode presented to the emergency room. The patient had been lost to follow up. Upon attempted interrogation, the pulse generator exhibited telemetry anomaly. A different programmer was used to interrogate the device multiple times but the same issue resulted. The device exhibited no output. The device was explanted and replaced. No further information was available.